Manufacturer narrative:
Concomitant medical products: evproplus-26us valve, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks post implant, the right atrial (ra) lead exhibited a low unipolar atrial lead impedance alert and intermittent under-sensing possibly contributing to inappropriate event termination. The ra lead remains in use. No patient complications have been reported as a result of this event.